Event description:
During device replacement due to normal elective replacement indicator (eri) level, the lead was unable to be removed from the header. The lead was then able to be removed and blood was observed in the device header. The device was replaced and the patient was in stable condition.